Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a labeling issues regarding a trilogy100 ventilator. The device was not in patient use. There was no report of harm or injury. The trilogy100 was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation the technician confirmed the serial and model number labels had incorrect gtin / revision therefore the labels were replaced to address the issue. Additionally, the device did not meet acceptance criteria of evaluation process for the following conditions: porting block pinched/damaged. New information: additional information was provided by the service center. The handle o ring was missing and replaced. The active porting block was replaced. There were no significant error codes in the event log. The device passed all testing.

Event description:
The manufacturer received information alleging a labeling issues regarding a trilogy100 ventilator. The device was not in patient use. There was no report of harm or injury. The trilogy100 was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation the technician confirmed the serial and model number labels had incorrect gtin / revision therefore the labels were replaced to address the issue. Additionally, the device did not meet acceptance criteria of evaluation process for the following conditions: porting block pinched/damaged.